Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: all impra® eptfe vascular grafts are supplied sterile and nonpyrogenic unless the package is open or damaged. Impra® eptfe vascular grafts are sterilized by ethylene oxide. Each graft is intended for single patient use only. Do not resterilize adverse reactions: potential complications which may occur with any surgical procedure involving a vascular prosthesis include, but are not limited to: steal syndrome.

Event description:
It was reported through the results of a clinical trial, one day post insertion of the study conduit, the subject experienced steal syndrome severe in intensity and surgical revision was performed. Approximately 3 days post insertion of the study conduit, the event was considered resolved.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the results of a clinical trial, one day post insertion of the study conduit, the subject experienced steal syndrome severe in intensity and surgical revision was performed. Approximately 3 days post insertion of the study conduit, the event was considered resolved.